Manufacturer narrative:
One device was returned for repair. Review of error history found error code 41541. Unable to confirm primary complaint ¿¿ec 41100¿¿. Upon further inspection, found error code 41541 which is related to inoperable latch/lock optic flex sensor. Replaced latch/lock flex sensor. Upon turning on device it still has an alarm for the error code 41541. Replaced printed wire assembly (pwa) board to correct the issue. Updated the software. Device passed all testing after repairs.

Event description:
It was reported that the pump showed error code 41100. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.